Manufacturer narrative:
(B)(4) - device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the symbols were worn. Error 1 sub code 5 occurs immediately when powering meter. Investigation was unable to pair pump and meter due to inability to clear the error 1 and code 5 message.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported a high blood glucose (bg) episode. The reporter alleged that a one touch ping meter remote gave an ''error 1'' message on (B)(6) 2012, at an unspecified time. Due to the alleged error message issue, the reporter also claimed that the meter canceled a 6.0 unit bolus and the patient subsequently developed a bg level of ''479 mg/dl'' with symptoms of nausea and vomiting. At that point, the patient's site was changed and a 6.0 unit bolus was administered via the pump. The reporter indicated that the patient's bg was continuing to go down. The reporter mentioned that the patient stopped using the subject meter remote since (B)(6) 2012, and was using an unidentified backup meter. The alleged issue was not resolved with troubleshooting. The patient was sent a replacement meter remote. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with a symptom that can be associated with severe hyperglycemia after a bolus was canceled.